Manufacturer narrative:
Patient identifier was not provided. Patient weight was not provided. Expiration date (mm/dd/yyyy): this oxygenator was a non-sterile device shipped to sorin group USA to be assembled into a customized circuit. Because it is non-sterile, there is no expiration date. The catalog and lot number of the customized pack were not provided by the customer, and so an expiration date cannot be determined. Unique identifier (UDI) number: the catelog/lot number provided is for a non-sterile oxygenator, which does not have a UDI number. Because the catelog and lot number of the customized back were not provided by the customer, the UDI number cannot be determined. The inspire 8m oxygenator was a non-sterile device assembled into a customized circuit for which the catelog number is unknown. The 510(k) number for the sterile inspire 8m oxygenator is k130433. Sorin group (B)(4) manufactures the inspire 8m oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pco2 rose to 65 and the po2 dropped to 90 for the inspire 8m oxygenator with the fio2 at 100%. The oxygenator was changed out in less than two minutes without issue. The patient expired during transport to (B)(6) for ECMO. The facility has stated that the cause of death was unrelated to the oxygenator change out, and the decision to go on ECMO was made before the issue occurred. The change out was performed very quickly while the patient's lungs were still working. The patient had multiple risk factors. The exact root cause of the patient death has not been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pco2 rose to 65 and the po2 dropped to 90 for the inspire 8m oxygenator with the fio2 at 100%. The oxygenator was changed out in less than two minutes without issue. The patient expired during transport to (B)(6) for ECMO.

Manufacturer narrative:
(B)(6). Sorin group (B)(4) manufactures the inspire 8m oxygenator. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the pco2 rose to 65 and the po2 dropped to 90 for the inspire 8m oxygenator with the fio2 at 100%. The oxygenator was changed out in less than two minutes without issue. The patient expired during transport to (B)(6) general for ECMO. The facility has stated that the cause of death was unrelated to the oxygenator change out, and the decision to go on ECMO was made before the issue occurred. The change out was performed very quickly while the patient's lungs were still working. The patient had multiple risk factors. The exact root cause of the patient death has not been reported. The complained oxygenator was returned to sorin group USA for investigation. Visual inspection of the device did not identify any defects or abnormalities. Simulated use testing was performed in standard conditions while monitoring gas exchange performances using bovine blood. Testing showed that the oxygenator performed according to product specifications and no faults were reproduced. The manufacturing record for the involved device was reviewed and the oxygenator was found to have met the manufacturer's specifications upon release. As the issue could not be reproduced, the root cause was not identified and corrective actions were not determined. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.